Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 week after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. 20 n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.